Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and the applicator is fully deployed with the needle and cannula safely retracted inside the applicator body. The sensor wire is exposed. The reported event of a detached needs was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2016, of a introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the arm. No additional event or patient information is available. No product was provided for evaluation. The reported event of a introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.